Manufacturer narrative:
Omit: other occupation, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter occupation, report source, report source other. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of pitocin to a mother during labor shortly before delivery. The pitocin was intended to infuse at a rate of 2ml/hour (2milliunit/minute). The clinician noticed the medication flowing unexpectedly quickly in the drip chamber. The pitocin was immediately discontinued. It was noted there were no patient symptoms or abnormal lab results stemming from the over infusion. The patient delivered the baby very soon after the incident. There was patient involvement, but no harm.

Event description:
It was reported that there was an over infusion of pitocin to a mother during labor shortly before delivery. The pitocin was intended to infuse at a rate of 2ml / hour (2milliunit / minute). The clinician noticed the medication flowing unexpectedly quickly in the drip chamber. The pitocin was immediately discontinued. It was noted there were no patient symptoms or abnormal lab results stemming form the over infusion. The patient delivered the baby very soon after the incident. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.